Manufacturer narrative:
A4 - unk a5 - unk a6 - unk h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm6 12.6, -11.0 diopter, implantable collamer lens into the patient's right eye (od) on 27/nov/2023. Refractive surprise was observed. Lens remains implanted. The cause of the event was reported as unknown. Reportedly, lens maybe exchanged.